Manufacturer narrative:
Updated fields; b4, b6, b7, d4, d10, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1, h4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse reviewed the fault logs and verified the reported issue. The fse performed all leak tests, checked function balloon, catheter, as well as system trainer, but the unit functioned as intended. As such, the fse was unable to reproduce the reported issue. The fse performed all functional, pneumatic, electrical, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that at initiation of patient therapy, the cs300 intra-aortic balloon pump (iabp) alarmed "leak in iab circuit." No patient harm, serious injury or adverse event was reported.